Event description:
An abre stent was intended to be implanted for the treatment of the iliac vein. The device was prepped as per the IFU with no issues identified. The lock-pin was removed when the stent was positioned for deployment. It was reported the stent could not deploy. Another abre stent was used to complete the case. No patient injury was reported. When the device was returned, it was noted that the stent was exposed.

Manufacturer narrative:
The distal segment of the stent was exposed . The thumb wheel was rotated, the stent began to deploy, dry biologics was observed on the stent the stent fully deployed with no issues noted approximately 120mm of inner tubing was exposed. Biologics were observed on the inner tubing the size on the strain relief was 9f 14mm x 120mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.